Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 165 mg/dl, 124 mg/dl, 98 mg/dl, 76 mg/dl, 74 mg/dl, and 64 mg/dl. Customer had symptoms of low blood glucose; took glucose tablet and is feeling much better. No death or serious injury reported. Requested return of suspect device and replacement was sent.